Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that the device permanently delivers too much at constant pressure conditions, flow is clearly too high, little outflow at constant pressure conditions. The reported event was confirmed. The service evaluation revealed that the inflow and outflow motor is worn out / loud.

Event description:
It was reported that the device permanently delivers too much at constant pressure conditions, flow is clearly too high, little outflow at constant pressure conditions.